Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: na/other. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure, staple load failed to deploy, it was removed and repositioned and still would not work. The device was removed and another reload was used successfully. There was no patient harm.